Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection that attaches to patient" (male luer lock) of a one-link non-dehp standard bore catheter extension set was not staying secured and leaked. The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.